Event description:
Physician attempted to deploy a resolute integrity 3.00 x 18 mm otw drug eluting stent to treat a 18 mm lesion in the mid rca vessel. The rca vessel was described as having severe tortuosity and moderate calcification. The stent was initially deployed at 12 atm for 30 sec. The stent was then deflated fully and a second inflation at 12 atms for 20 sec with the same stent delivery system was performed. Stent was deployed successfully. Upon attempting to remove the stent delivery system, the physician stated the catheter became stuck. Negative pressure was applied a second time and the stent delivery system was removed with noted resistance. The stent delivery system was removed first followed by the wire. The physician reported that the vessel morphology may have caused the stent delivery system to get stuck. No clinical sequelae were reported. Device evaluation: the proximal shaft was bent 14.0cm and 61.5cm distal to the strain relief. A 0.015 patency mandrel and a 0.014¿ guidewire were front and back loaded through the inner lumen with no resistance noted. There was no further damage visible to the device. Cine image evaluation: still images provided for review confirmed the tortuous and calcified nature of the rca vessel. The images capture delivery and deployment of the stent. There are no images capturing the removal difficulties reported.

Manufacturer narrative:
Results: related to operational context -(physician commented that the vessel morphology may have caused the stent delivery system to get stuck); device performed according to specifications. Conclusions: device evaluated and alleged failure could not be duplicated ¿ (cause of event unknown). Operational context caused or contributed to the event - (physician commented that the vessel morphology may have caused the stent delivery system to get stuck). (B)(4).